Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D11 - concomitant medical products: item# 00770302000, z.s.g.m. Cutter 2:1 ratio, lot# 61554204, serial#: (B)(6). Item# 00770301500, z.s.g.m. Cutter 1.5:1 ratio, lot# 64025273, serial#: (B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On august 15, 2019, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on august 21, 2019 revealed that the calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6), both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included recalibration. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a previously deemed non-repairable cutters. During evaluation of the device, the 1.5:1 and 2:1 cutters were found to have been previously serviced and deemed to have produced an incomplete mesh. The zimmer skin graft mesher instruction manual does note on page 1 that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
It was reported that the device had incomplete mesh. The event occurred during meshing of previously recovered cadaveric donor skin. There was no harm, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh.